Manufacturer narrative:
Several components were returned for evaluation. The cable (B)(4) ext scu to r/a psu was found to have a bent lemo connector and broken pins. It was not able to connect for further testing. The cable malfunction was found to be directly related to the reported event. In addition, the returned footswitch was found to have an unrelated mechanical malfunction. The rest of the returned components were found to meet specifications. The computer to the system was replaced and the issue was resolved.

Event description:
A medtronic rep reported that the stealthstation s7 system camera was cycling every 30 minutes. The system was rebooted to restore the connection for another 30 minutes, approximately. The surgeon continued the surgery with the use of the stealthstation. There was no impact on the pt outcome.